Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Decision was made to recall based on an operator issue that was determined as part of an internal investigation. (B)(4).

Event description:
It was reported patient underwent a revision knee procedure of unknown product on (B)(6) 2012 utilizing an offset adaptor. During the procedure, the surgeon was unable to use the adaptor with the handle. Another adaptor was used to finish the procedure.